Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 13.8 mmol/l, 6.3 mmol/l, 7.7 mmol/l, 11.4 mmol/l and 7.7 mmol/l. No death or serious injury reported. Customer has discarded strips; not available for return. Requested return of suspect device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device was discarded.